Event description:
It was reported, the pt had discomfort at her ipg site and her device was removed. It was reported, the pt is very thin and the ipg site felt bulky.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.